Event description:
Additional information received reported that they were able to find a few electrodes that actually got a program that worked better for the patient than the original one. No further follow-up was required.

Event description:
It was reported that approximately four days prior to the report when the patient tried to charged they noticed that ¿it quit working¿ and they were not feeling stimulation. The patient was able to confirm that the device was on group a, the upright position, and at 9.10v. They are normally in the 7-8 range but the patient tried turning the ins up and changing between groups a and b but still could not feel stimulation.

Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003 product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6)2003, product type: extension. Product ID: 3998, lot# lb3047, implanted: (B)(6) 2003, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n403216, implanted: (B)(6) 2014, product type: adapter. Product ID: 74001, lot# n412104 implanted: (B)(6) 2014, product type: adapter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in (B)(6) 2014 the patient stopped feeling stimulation. The patient did not recall any falls or trauma that would've affected this. The implantable neurostimulator (ins) was not in discharge and the ins seemed fine. No bi-pole pairs had been used and no impedances had been tested. It was reviewed that electrodes 4-7 and 12-15 would appear out of range due to not being in use. The following values were found with the following references: reference 0, 1-11: 696 ohms, 4, 5, 6, 7 and 12, 13, 14, 15: greater than 40000 ohms; reference 2, 3-8: 47 ohms, 4, 5, 6, 7 and 12, 13, 14, 15: greater than 40000 ohms; reference 8, 9-5: 944 ohms, 4, 5, 6,7 and 12, 13, 14 15: greater than 40000 ohms. Viable pairs were reviewed and checked and the following values were reported: reference 1, 3: 938 ohms, 10 and 11: 971 and 982 ohms, reference 3, 11: 756 ohms, 10: 886 ohms, reference 9, 1: 2481 ohms, reference 10, 11: 861 ohms, reference 11, 3: 756 ohms. These values were noted to appear within range. Follow-up was performed to determine if a cause had been determined, if reprogramming was needed, if any intervention was required, and if the patient was receiving effective therapy. This event will be updated if additional information is received.